Event description:
The information received indicated that the physician had asked for a 3.0 x 23mm cypher and while the scrub nurse was prepping the stent, she noticed that there was a crack on the hub of the cypher. They discontinued the use of the cypher.

Manufacturer narrative:
The product, cypher select plus, is not distributed in the united states, however, it is similar to the united states product, cypher sirolimus-eluting coronary stent. The product is available for evaluation, but has not been returned yet. Additional information will be submitted within 30 days from receipt.